Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this patient, please see associated report: MDR 9610905-2018-00010. Reference exemption number e2017029.

Event description:
It was reported that the patient was treated for rib fractures but was non-compliant with post-op instructions. Approximately four weeks post-op, the patient changed a car tire. After this event, the patient felt movement and something wrong in the location of the fractures. Upon examination, it was determined that both plates had fractured. Implants were removed, and ribs were repaired with implants from another company.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.